Event description:
Patient underwent a left lower angiogram. At end of procedure, sheath was removed and proglide closure device placed. Proglide as if it got stuck. Groin bleeding continued and a cut down procedure initiated. Bleeding stopped. No additional harm noted.